Event description:
This was an out-of-the-box failure. The staff plugged device in and it did not function (would not start working) so they shut down the machine and tried again. The device still did not function so a new one was opened and it worked. There were no visual defects with the device. Staff do not know why the device would not start working. The same generator was used on the nonworking and the working device.====================== manufacturer response for plasmakinetic superpulse system, scmi gyrus (per site reporter).====================== manufacturer will give credit.